Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time. Review of stored device data noted that the noise appeared to be consistent with electromagnetic interference (emi) and then muscle noise. Further review of device data noted a previous untreated episode that contained the same emi. Noise was able to be reproduced in primary sensing vector and automatic setup was unsuccessful in all vectors due to small signal amplitude r-wave measurements or not enough beats. An x-ray was performed. Technical services (ts) reviewed the x-ray and noted the position of the device appeared as though the device may have flipped on axis to a more anterior position. Additionally, it was noted that the electrode position could be closer to the sternum. The device was then programmed to primary sensing vector. Ts recommended re-screening the patient and monitoring data in the remote home monitoring system. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that no changes were made and the clinic plans to continue routine monitoring at this time. Additional information was received that this electrode was suspected to be fractured. Surgical intervention was undertaken. The s-ICD and this electrode were explanted. A non-boston scientific extravascular implantable cardioverter-defibrillator (ev-ICD) was attempted but not implanted due to small signal amplitude r-wave measurements. The patient was seen for s-ICD re-screening as the physician desired to re-implant an s-ICD system. Ts reviewed the screening data and noted small signal amplitude measurements similar to the measurements observed while this system was implanted. Ts also noted the left side screening results were marginally better than the right side, however, signal amplitude measurements were not appreciably better than what was observed in prior data. Ts suggested reviewing prior x-rays from this system for placement and then recommended re-screening again. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Additional information was received that this device is in hospital possession, however, is expected to be returned by the hospital. No additional information is available related to the return at this time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies outside of explant related damage. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time. Review of stored device data noted that the noise appeared to be consistent with electromagnetic interference (emi) and then muscle noise. Further review of device data noted a previous untreated episode that contained the same emi. Noise was able to be reproduced in primary sensing vector and automatic setup was unsuccessful in all vectors due to small signal amplitude r-wave measurements or not enough beats. An x-ray was performed. Technical services (ts) reviewed the x-ray and noted the position of the device appeared as though the device may have flipped on axis to a more anterior position. Additionally, it was noted that the electrode position could be closer to the sternum. The device was then programmed to primary sensing vector. Ts recommended re-screening the patient and monitoring data in the remote home monitoring system. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that no changes were made and the clinic plans to continue routine monitoring at this time.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time. Review of stored device data noted that the noise appeared to be consistent with electromagnetic interference (emi) and then muscle noise. Further review of device data noted a previous untreated episode that contained the same emi. Noise was able to be reproduced in primary sensing vector and automatic setup was unsuccessful in all vectors due to small signal amplitude r-wave measurements or not enough beats. An x-ray was performed. Technical services (ts) reviewed the x-ray and noted the position of the device appeared as though the device may have flipped on axis to a more anterior position. Additionally, it was noted that the electrode position could be closer to the sternum. The device was then programmed to primary sensing vector. Ts recommended re-screening the patient and monitoring data in the remote home monitoring system. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.additional information was received that no changes were made and the clinic plans to continue routine monitoring at this time.additional information was received that this electrode was suspected to be fractured. Surgical intervention was undertaken. The s-ICD and this electrode were explanted. A non-boston scientific extravascular implantable cardioverter-defibrillator (ev-ICD) was attempted but not implanted due to small signal amplitude r-wave measurements. The patient was seen for s-ICD re-screening as the physician desired to re-implant an s-ICD system. Ts reviewed the screening data and noted small signal amplitude measurements similar to the measurements observed while this system was implanted. Ts also noted the left side screening results were marginally better than the right side, however, signal amplitude measurements were not appreciably better than what was observed in prior data. Ts suggested reviewing prior x-rays from this system for placement and then recommended re-screening again. No additional adverse patient effects were reported. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of an inappropriate shock. It was noted that the patient was brushing their teeth at the time. Review of stored device data noted that the noise appeared to be consistent with electromagnetic interference (emi) and then muscle noise. Further review of device data noted a previous untreated episode that contained the same emi. Noise was able to be reproduced in primary sensing vector and automatic setup was unsuccessful in all vectors due to small signal amplitude r-wave measurements or not enough beats. An x-ray was performed. Technical services (ts) reviewed the x-ray and noted the position of the device appeared as though the device may have flipped on axis to a more anterior position. Additionally, it was noted that the electrode position could be closer to the sternum. The device was then programmed to primary sensing vector. Ts recommended re-screening the patient and monitoring data in the remote home monitoring system. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.